Manufacturer narrative:
One device was returned for repair with complaint that the alarm 'reattach cassette' occurred during testing. Review of event log found no event history related to the current complaint. No relevant service history found within the last 12 months. Visual/functional testing was performed. Device did not alarm and passed all test criteria. Complaint was not confirmed, and cause of complaint was unknown.

Event description:
It was reported that the alarm 'reattach cassette' occurred during testing. There was no patient involvement.